Event description:
It was reported the patient slipped on ice earlier on the day or report and "did not think it did anything at the time, but as time went on, a pins that hold the wires in the spine." It was noted the patient did not have a pain management health care provider (hcp) at the time of report and would be sent physician listings. It was reported the patient had pins that held the wires in place and one of the pins popped out a little bit and she was used to that, but at the time of report she could not find that pin anymore, but where the pin was the wires were snapping back in place, which the patient noticed happened 30 minutes after slip and fall and that was when she started to feel it in her back. It was reported the patient was feeling stimulation at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4) product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).